Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the system shut itself down during calibration and setup. The system would not reboot. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported ¿start-up issue was replicated. The fan had turned on but there was nothing observed on the monitor. The central processing unit (cpu) hosts were replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 20, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming cpu host. (B)(4).